Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. She received a no delivery alarm with four different infusion sets, one was during a bolus and one was during the manual prime. The blood glucose reading was 427 mg/dl. The customer treated with manual injections. Insulin did not exit with a manual push during troubleshooting. After changing the reservoir, the alarm was resolved. The insulin pump was not returned or replaced.